Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was inside a vialmate from its rubber stopper. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed grey particulate matter, approximately 1 mm in diameter, inside the vial. The particle seemed to be a piece from the vial bung. Functional testing with new vials did not create particulate matter. The cause of the condition was a coring issue related to suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.